Event description:
It was reported that, three months after a partial tear repair in which a bioinductive implant was used, the patient began experiencing pain. Upon conducting an arthroscopy it was noted that the shoulder was inflamed and what seemed to be rice bodies were noticed. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, three months after a partial tear repair in which a bioinductive implant was used, the patient began experiencing pain. Upon conducting an revision arthroscopy on (B)(6) 2020, it was noted that the shoulder was inflamed and what seemed to be rice bodies were noticed. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2: additional information on b5, b7 & d6.

Manufacturer narrative:
H2, h6. Lot number information is not provided and no additional information was received for documentation review. If additional information is received, the documentation review will be revisited. With the provided information, smith and nephew is unable to determine if device met manufacturing specifications. Several complaints related to pain post procedure with scaffold have been observed. The risks associated with this complaint are already included in the risk analysis. Also, the frequency is appropriate. Device labeling was reviewed. All instructions for use and product labels were found to be current, complete and comprehensive. The product used for treatment, was not returned for evaluation, and therefore a physical investigation could not be completed. In conclusion, there is insufficient information to determine a root cause. A probable cause of the failure mode experienced by the user facility was unable to be confirmed due to lack of physical investigation. The issue will be monitored for trending purposes. Investigation will be revisited if additional information is received. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Mimb closure: reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered. Per subsequent e-mail, according to the sales representative the surgeon reported, ¿there was no evidence of infection. Surgery w/ multiple rice bodies and biopsy consistent w/ multiple granulomas reaction.¿ no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed.